Event description:
It was reported that hv therapy was not disabled before performing a software upgrade and the patient received inappropriate shocks. A magnet was then placed over the device to prevent any further shocks. The device was in back up vvi mode and could not be interrogated. Therapy was disabled and the software download was successful and restored the device to normal operation. The patient had chest pain due to the shocks and is currently in good condition.

Manufacturer narrative:
.